Event description:
A malfunction alarm was reported, but no notable events occurred before it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer technical support provided information for resetting the pump and assisted the caller in doing so. The malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappears.